Event description:
It was reported that the catheter was being placed into the patient's femoral artery. After the intra-aortic balloon (iab) was inserted, there was an absence of the pressure signal on the monitor. As a result, another balloon was successfully placed using a bigger introducer in order to provide hemostasis. There was no serious consequence to the patient. There was a delay in treatment with no harm to the patient. There was no patient death and no patient complications were reported. The patient outcome was fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.